Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise reversion episodes were observed on the right ventricular lead of an asymptomatic patient. The noise episodes resulted in oversensing. The noise could not be reproduced with isometric testing. No programming changes were made and the patient would be monitored. On (B)(6) 2015, the patient was seen again for follow-up where multiple instances of noise were observed on the lead. The patient was asymptomatic. The lead was successfully capped and replaced that day.